Event description:
In 2008, our territory manager, received a call from a surgeon telling him that a piece of the forcep fell off in the patient's bladder during a procedure. The surgeon wanted to know what the forcep was made out of since they were unsure if they had retrieved it from the patient after repeated flushing/irrigation of the bladder. The tm called tech support who told him that the device was made of stainless steel. The next day, the surgeon informed the territory manager that the forcep had gotten stuck in the cysto sheath and that the force, torquing, twisting, etc. That he used in trying to release it from the sheath is probably what caused the forcep to break. The facility did not put that sheath, or the telescope, aside, so he was not able to evaluate those pieces or send them in with the forcep.

Manufacturer narrative:
Evaluation of the instrument finds that the instrument was damaged in several areas as follows: the proximal link on the left hand jaw mechanism is broken, a small piece of the link is missing. The support tube and housing solder joint has been broken and the assembly has broken free from the telescope guide tube. The proximal end of the telescope tube, at the handle link area, has been severely bent downward. The observed damage supports the customer's statement that excessive force was applied to the instrument causing severe damage to several areas of the instrument.